Manufacturer narrative:
A partial lead with the distal tip measuring 54.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low hv lead impedance was observed via a merlin.net transmission. The lead was explanted and replaced. The patient was stable after the procedure.